Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600mg/dl. Before breakfast it was 132mg/dl and an hour or two later it was 200mg/dl something then they had put insulin with what they ate. It was 200 mg/dl and they put more insulin on and then actually checked it with the meter and patient was 589mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as weakness. The customer was treated with insulin pump. The device is not expected to be returned for analysis.